Event description:
It was reported that a patient presented in clinic for a routine check-up. It was noted that the implantable cardiac monitor (icm) exhibited backup operation due to hardware reset, failure to interrogate and error message. No intervention was performed. No patient consequences and the patient was stable.

Manufacturer narrative:
The reported complaint of unable to interrogate device due to a hardware error was confirmed. Software analysis found that an uncorrectable single bit failure occurred. The root cause was unable to be determined with the information provided.